Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 8 previously reported events are included in this follow-up record. Product return status 8 devices were received.

Event description:
This report summarizes 8 malfunction events in which the device experienced a fail-safe problem that could result in unintended activation. - 8 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 8 events were reported for this quarter. Product return status: 2 devices were received. 6 device investigation types have not yet been determined. Event confirmation status: 2 reported events were confirmed. Evaluation results: 2 devices were found to be affected by internal corrosion. 8 devices were not labeled for single-use. 8 devices were not reprocessed or reused.

Event description:
This report summarizes 8 malfunction events in which the device experienced a fail-safe problem that could result in unintended activation. 8 events had no patient involvement; no patient impact.